Event description:
The customer reports that they have changed the batteries three times, but the insulin pump will not turn back on. The customer also states that they did not receive a low battery alert prior to the event. The customer's blood glucose was 132 mg/dl. The customer states that this is the second occurence of this event. No significant events leading to the alarm were observed. Advised the customer to insert a new battery, so they may continue to wear the insulin pump until the replacement arrives. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. The device had minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.